Event description:
On (B)(6) 2010, an electrolyte bag order was entered into (B)(6) (a pharmacy information system not manufactured or supplied by baxa) containing dextrose 10%, heparin, calcium, potassium, and sodium. The label from (B)(6) was transcribed into abacus in order to compound this bag using the (B)(4) compounder. The volume of calcium to be added to the compounded solution was inadvertently entered into both the sodium and calcium fields via keystroke error. The inadvertent over-delivery of sodium may have led to the patient's death. Baxa was not made aware of this incident until 11/17/2010.

Manufacturer narrative:
Manufacturer performed extensive review of user's abacus database, (B)(4) compounder database, (B)(4) blackbox files and event log. During the course of our investigation, it was determined that the pharmacist that entered the order selected the wrong patient type and template for the order in question. Abacus software has a feature called "warning limits", which can be implemented for individual ingredients to provide a warning when a higher-than-typical volume for an individual ingredient is entered, in order to mitigate the potential for an over-delivery. Warning limits were not employed for this template. In 2009, baxa formally notified this facility in writing that these safety features were not employed for this template and attempted to provide assistance in setting up the limits, which the facility declined. (B)(4). In summary, baxa has concluded that this event was caused by the inadvertent entry of the intended cagluc volume into the nacl volume in abacus. The abacus software and (B)(4) compounder operated as intended and delivered the volumes as ordered. Baxa has been working with the user facility to modify their order templates and employ warning limits to prevent a recurrence of this issue.